Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2014. No specific details are provided regarding the surgical procedures. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal pain, adhesion and abscess. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). Additional narrative: it was reported that he experienced pain and discomfort. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.